Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error and battery failed test. The customer experienced high blood glucose and treated with needle. The user did not allege that the insulin pump was under delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The high pressure test was performed and it passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.